Event description:
Edwards received notification that a valve model 11400m31 implanted in mitral was showing a mean transvalvular gradient of 5.8mmhg with normal leaflet mobility and no transvalvular regurgitation on a control transthoracic echocardiogram (tte) due to endocarditis after an implant duration of forty-nine (49) days. As reported the patient was asymptomatic and still on marcumar tratment when the high gradient were noticed. As reported, there were no signs of thrombus in tte. The endocarditis episode was managed with appropriate antibiotic therapy and resolved without the need for reintervention.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The following sections were updated/corrected/added: b3, b5, b7, h6 (clinical code and type of investigation). H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, this valve model 11400m31 implanted in mitral position was showing a mean transvalvular gradient of 7-8mmhg due to endocarditis caused by staphylococcus epidermis after an implant duration of fifty-five (55) days. The patient had limited exercise capacity and dyspnea on exertion (nyha ii-iii) at the beginning but became asymptomatic. Appropriate antibiotic therapy was started. The patient was admitted to the clinical for a surgical intervention for the diagnosed early prosthetic endocarditis the blood cultures immediately before the planned surgery (during the antibiotic-free window) remained negative. Transesophageal echocardiogram (tee) showed, consistent with the patient's clinical status, an improvement of the local findings with hardly detectable deposits on the mitral valve prosthesis after 6 weeks of antibiotic. A conservative approach was chosen. Antibiotic therapy was discontinued, and the patient was discharged to outpatient care under supervision without the need for reintervention.

Manufacturer narrative:
Initially it was reported that a valve model 11400m31 implanted in mitral was showing a mean transvalvular gradient of 5.8mmhg with normal leaflet mobility and no transvalvular regurgitation on a control transthoracic echocardiogram (tte) due to endocarditis after an implant duration of forty-nine (49) days. However, through investigation it was learned that the source of infection was staphylococcus epidermis. In this case, this is an early endocarditis and the source of infection is staphylococcus epidermis. However, sterilization information review for edwards lifesciences heart valves was received and it was concluded that the bioprosthetic valve, as supplied by edwards lifesciences, would not be the source of the characterized bacterial isolate from the infection, as it would not survive the terminal sterilization process after manufacture. Thus, not reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.